Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - diagnostics problem. Marker buffer pointers appear to be invalid.

Event description:
It was reported that the patient was having symptoms while exercising and that the diagnostics about the ventricular heart rate (vhr) episodes were not viewable. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.